Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the pediatric patient experienced a skin reaction with redness, inflammation, infection and hardness underneath sensor pod area only. The patient´s parents took the patient to the physician and they prescribed oral antibiotics (flucloxacillin 15 mg, 4 tablets a day). At the time of the report the patient was okay. No additional patient or event information is available.